Event description:
The radiation therapy technologist was treating a pt with a 10 x 10 electron cone. The pt was treated at a direct lateral gantry angle of 270 degrees. The gantry was then rotated 180 degrees, with the electron cone in place, to a gantry angle of 90 degrees. The therapy technologist set up the treatment field and left the treatment room. After setting the specified monitor units and setting the correct code for the electron cone, the console displayed two interlocks "wc" and "coll." The therapist went back into the treatment room. Attempting to clear the interlock faults she moved the treatment table away from the cone. As the table was moved the cone dismounted from the tray assembly hitting her right hand as it fell to the floor.